Manufacturer narrative:
(B)(4). Batch # t5d03j. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a low anterior resection, during surgery, when firing the ils, the instrument did not feel normal. The washer did not break, the knife did not cut, and no staples were formed in a normal form. Though it was in the "green" field all the time and the surgeon is used to handling the product. The instrument could not be separated from the anvil so they re-attached the instrument again, put the rotating knob all the way in the bottom and then fired again. This time the washer broke, the staples were formed up to 90% as normal and the donuts/rings were formed complete. The leak test did not show any problems at that moment and the procedure was finished. The procedure was delayed by 30-minutes. There were no patient consequences and the patient was discharged in a normal time-period after a few days in the ward.